Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 15-aug-2016. The site indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Event description:
The customer stated: when they used the rf detect gauze it was shedding debris. Neither patient nor medical intervention has been reported. The customer has indicated a sample is not available.